Manufacturer narrative:
Import for export. (B)(4)

Event description:
The user facility reported a complaint to customer service on 28-apr-2021 for "resistance primary biopsy channel" involving the pentax medical video colonoscope, model ec34-i10l, serial number (B)(4). The also reported they were able to remove a piece of plastic stuck in the biopsy channel but wanted to make sure there was no other damaged inside the channel. The user facility responded to a good faith effort email on 10-may-2021 stating that the procedure was a screening colonoscopy and a biopsy forceps with needle was used during the procedure. There were no patient/user injuries, adverse events, or delay requiring medical intervention reported. The colonoscope was used to complete the procedure. An additional follow up email was sent to the user facility on 11-may-2021 to clarify what object was stuck in the endoscope and removed. The facility replied it was a bard ureteral catheter adapter #140000 accessory. The customer owned endoscope was received by pentax medical for evaluation on 21-may-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and since the user removed the stuck accessory, the technician was unable to duplicate the customer complaint but did documented the following inspection findings on 24-may-2021: bending rubber cut, failed dry leak test, failed wet leak test, operation channel- primary mild scratch inside, bending rubber leak at proximal side, segment screw loose at insertion tube. The device underwent repairs including the following components: o-rings and seals, bending rubber. Model ec34-i10l, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on 30 jan 2015. Instructions for use(IFU), includes the following warning section 2-1-3, 3) "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The endoscope was delivered to the customer on 27-may-2021 under delivery order (B)(4).